Event description:
This spontaneous case was reported by an other and describes the occurrence of the first episode of pelvic pain ("pain"), device breakage ("post removal it was discovered that there was a 1mm particle of metal left in her body from essure") and genital haemorrhage ("after the coils were removed, she experienced bleeding") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced the first episode of pelvic pain (seriousness criteria medically significant and intervention required), device breakage (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant) and the second episode of pelvic pain ("after removal, she is feeling pain again"). The patient was treated with surgery (coils surgically removed and hysterectomy planned). Essure was removed. At the time of the report, the device breakage and genital haemorrhage outcome was unknown and the last episode of pelvic pain had not resolved. The reporter provided no causality assessment for device breakage, genital haemorrhage, the first episode of pelvic pain and the second episode of pelvic pain with essure. Diagnostic results (normal ranges are provided in parenthesis if available): x-ray - on an unknown date: post removal, there was a 1 mm particle of metal left in her body from essure. Incident: no lot number or device sample was received in this case. We will conduct a review of our complaint records and other nonconformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by an other and describes the occurrence of the first episode of pelvic pain ("pain"), device breakage ("post removal it was discovered that there was a 1mm particle of metal left in her body from essure") and genital haemorrhage ("after the coils were removed, she experienced bleeding") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced the first episode of pelvic pain (seriousness criteria medically significant and intervention required), device breakage (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), the second episode of pelvic pain ("after removal, she is feeling pain again") and complication of device removal ("post removal it was discovered that there was a 1mm particle of metal left in her body from essure"). The patient was treated with surgery (coils surgically removed and hysterectomy planned). At the time of the report, the device breakage, genital haemorrhage and complication of device removal outcome was unknown and the last episode of pelvic pain had not resolved. The reporter provided no causality assessment for complication of device removal, device breakage, genital haemorrhage, the first episode of pelvic pain and the second episode of pelvic pain with essure. Diagnostic results (normal ranges are provided in parenthesis if available): x-ray - on an unknown date: post removal, there was a 1 mm particle of metal left in her body from essure. Quality-safety evaluation of ptc: unable to confirm complaint. Further company follow-up with the other is not possible. Most recent follow-up information incorporated above includes: on 28-feb-2019: quality safety evaluation of ptc. Complication of device removal was added. No lot number or device sample was received in this case. We conducted a review of our complaint records and other nonconformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.